Event description:
It was reported that the patient received 3 inappropriate shocks due to an apparent lead fracture, oversensing and noise. Also noted was the lead integrity alert triggered, as well as upon extraction of the lead, the screw would not retract and is still out. It was further noted that the device only lasted two years. The lead and device were explanted and replaced. There were no further patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): performance data was collected from the device and analyzed. One patient alert for lead failure predictor on (B)(6) 2012. Fifteen ventricular non-sustained tachycardia (v-nst) less than or equal to 200 ms on (B)(6) 2012. Three ventricular fibrillation (vf) less than or equal to 190 ms average v-cycle on (B)(6) 2012. Ventricular short interval count (v-sic) equal to 749 counts, in 0.33 day, on (B)(6) 2012. The full lead was returned and analyzed. The distal conductor was fractured. The defib conductor was distorted. The outer insulation had cosmetic depression. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. Visual analysis could not determine anchoring sleeve fixation site. (B)(4): actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.